Manufacturer narrative:
B4:11may2021. The customer confirmed the failure before performing performance maintenance (pm). There were no failed parts, and the customer identified a lot of loctite on the oxygen retainer plate screws. The customer brushed some of the loctite off of the oxygen retainer plate screws to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported the unit did not pass electrical safety on the o2 inlet in the pvt. The unit was not in use, and there was no patient or user harm reported.